Event description:
A report was received that a patient was explanted due to an infection that started at the pocket site and moved on the leads. The patient's pocket site was cleaned and the patient was prescribed oral antibiotics. Following the explant procedure, the patient developed a fever, began to vomit and went to a different hospital where he was admitted. It was determined that the original infection had developed into a massive infection in his spine. The surgeon had to perform a multi-level laminectomy and prescribe the patient ancef antibiotics. The patient was discharged from the hospital, and was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were kept by the medical facility, and will not be returned to bsn for evaluation. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.